Event description:
Caller states patient received the following results on the performa system within 10 minutes: 1) hi (greater then 33.3 mmol/l) and 5.0 mmol/l 2) hi, hi, and 6.5 mmol/l 3) hi and 6.9 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
It was reported that during an unk procedure when firing, a part of the shaft was broken and it fell into the pt. It was at the second time clipping to block the bile duct. The broken piece was already removed. There were no adverse consequences to the pt.

Manufacturer narrative:
The event occurred in (B) (6).